Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 6mm to occlude the vessel. The vessel was never fully occluded and the occlusion balloon was not visible on the fluoroscope. The occlusion balloon had deflated unexpectedly. The case was continued without protection in place. The patient is reported to be fine.